Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: additional information h2: additional information, device evaluation. H3: additional information. H6: adverse event problem - additional information.

Event description:
Product was provided for investigation but was not investigated as analysis would not be able to confirm complaint or determine a probable cause. Confirmation of the allegation was undetermined. The probable cause could not be determined.

Event description:
It was reported that the sensor deployed on its own. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2023. Data was provided for investigation; however, investigation of provided data cannot confirm or disconfirm the allegation or determine a probable cause. Confirmation of the complaint is undetermined and probable cause cannot be determined.

Manufacturer narrative:
(B)(4).